Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Analysis of the lead (lot#: va1hg6d) revealed that the outer insulation of the lead was twisted. Analysis identified a break in the outer insulation of the lead. Analysis identified that the conductor(s) was/were broken in the body of the lead as a result of factors not related to product reliability. Continuation of d10: product ID 3889-28 lot# va1hg6d serial# implanted: (B)(6) 2017, explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that there was lead migration and upon lead removal, hcp noticed lead wire exposed and separated from sheath/insulation. Hcp was unable to remove full lead. It was fractured upon removal. Partial lead fragment left behind. Interrogation of patient's ipg was unsuccessful after several attempts with use of different programmer/communicator devices. The patient experienced worsening baseline symptoms of fecal incontinence. The ins and lead were replaced.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1hg6d, implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had but unable to interrogate the device before surgery. They kept getting "device not found" after several attempts. They then repeated the issue found during explant of the lead being exposed without the tantalum sheath.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1hg6d implanted: (B)(6)2017- explanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.